Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the device was not working and that it had been for ¿quite a while¿. No patient symptoms were reported. No further complications were reported/anticipated.